Event description:
Event: premature contra deployment. Case details: it was reported that during positioning of the limb for deployment, the contralateral attachment system deployed prematurely. The physician believes that he may have pulled hard on the fusion joint causing the premature deployment. A fem-fem bypass was performed.